Event description:
Crib suction unit would not work when hospital personnel tried to suction this pt. Maintenance then checked it and it would not work on intermediate function. Personnel had to locate another working suction unit.